Event description:
Manufacturer representative reported a power on reset (por) condition 0x400 parity error, which occurred a couple of weeks ago in (B)(6) 2016. It was reported that the patient had emi exposure. The patient had undergone radiation treatment and had gone through security gates. Manufacturer representative successfully cleared the por with the clinician programmer. No patient symptoms were reported. It was reviewed that there was a potential for a por to happen again, since the patient reported they had radiation treatment scheduled later in the week. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.